Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735762 , software version #: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the surgeon performed an initial registration and felt inaccurate. The patient was re-registered and confirmed the correct level, l4. The 2nd registration metric was 2.0 with point merge, 8 points total collected, then surface merged. When navigation to the spinous process of the l4, it appeared approximately 2 inches to the left and inferiorly inaccurate displaying instrument at s2. The site was recommended to take the saw bone demo model to CT imaging department then re-registering to confirm imaging accuracy. CT was to protocol displaying t1 past the sacrum with 250 slices, contiguous with no gantry tilt. The reference frame was clamped to l3 with no known movement. The site swapped to the imaging system for auto registration and continued the case accurately for screw placement. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Code associated with the software: fdr 213, fdc 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.